Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("I had blood clots"), abdominal pain lower ("bad cramps"), allergy to metals ("I am allergic"), genital haemorrhage ("bleeding/clots"), infection ("infections"), uterine enlargement ("uterus so large") and uterine disorder ("lesions on uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). Essure was removed. At the time of the report, the pelvic pain, thrombosis, abdominal pain lower, allergy to metals, genital haemorrhage, infection and uterine enlargement outcome was unknown and the weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, infection, pelvic pain, thrombosis, uterine disorder, uterine enlargement and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital bleeding, nickel allergy, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added:"weight gain, enlarged uterus and lesions on uterus ", new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("I had blood clots"), abdominal pain lower ("bad cramps"), allergy to metals ("I am allergic"), genital haemorrhage ("bleeding/clots") and infection ("infections"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thrombosis, abdominal pain lower, allergy to metals, genital haemorrhage and infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, infection, pelvic pain and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital bleeding, nickel allergy, infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events pain, bleeding, I m allergic, infections were added. On 20-mar-2020: fu3 and fu4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.